Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred the complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and failed. The customer complaint of a loss of connection was undetermined because there is no share data log to review. The probable cause could not be determined as the reported allegation was not found. No additional event or patient information is available.